Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced four infusion set needle was broke on 21-jun-2024. No further information was available.